Event description:
A vaxcel chronic dialysis catheter was placed on an unk date. It was reported the catheter fell out at the pt's home in 2004. It was noted the catheter fell out then the cuff was removed from the exit site. The pt had an infected tunnel.